Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited image disruption while rotating. The issue occurred during preparation for the procedure. The device was inspected prior to use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for the evaluation and the reported failure was not confirmed. Based on the results of the investigation, no root caused was established because malfunction was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was discovered during preventive maintenance by olympus service technician.